Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings:. Rebooting observed in the black box. A low battery warning was confirmed on (B)(6) 2014 at 3:13 am. The rebooting is preceded by a replace battery alarm on (B)(6) 2014 at 4:41 am. The voltage in the black box is low. Black box shows insulin delivery was not resumed after (B)(6) 2014. Daily insulin delivery totals correctly reflect user's programmed basal rates. No damage was found to the battery cap or compartment. Battery cap contact height and width within specification. Pump powers on normal with no alarms. The pump electrical current draws were tested with no defects found. Pump passed delivery accuracy test and found to be delivering within required specifications. A replace battery alarm was reproduced during testing; the pump gave an audible and visual alert. The pump was exercised for 24 hrs with no alarms or power issues occurring. The pump was opened and no damage was found to the power circuit. Unrelated to the complaint, the display is dim; letters have a red hue. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on multiple occasions in 2013 and 2014, the pump had no power and the patient was taken to the emergency room with hyperglycemia. The earliest reported instance was in (B)(6) 2013. During these events, the blood glucose was over 600mg/dl on numerous occasions with symptoms of fatigue and some confusion. Sometimes ketones were present, but no diagnosis of diabetic ketoacidosis was made. Patient was treated with IV fluids and insulin via injection. During troubleshooting, customer support (cs) determined that the alarm history indicated replace battery alarms had been emitted prior to the power losses. The issue resolved when the reporter inserted a fresh battery per cs instructions, and the pump powered on appropriately. Cs attributed the bg excursion to training/misuse, as the replace battery alarm was not being addressed in a timely manner. There was no indication of pump malfunction. This complaint is being reported because the patient experienced hyperglycemia subsequent to the user error of not replacing the batteries.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.